Event description:
It was reported that four 2.0mm cortex screws broke during surgery. The surgeon was performing an open reduction internal fixation of a clavicle and while inserting the screws into the clavicle, the screw heads broke off. The four screw shafts remain in the patient's bone. The surgery was completed successfully with no delay. This is 1 of 4 reports for complaint.

Manufacturer narrative:
(B)(6). (B)(4). Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Placeholder.